Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0293162. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 5ml saline fill experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the patient was hospitalized for cervical cancer, and the postoperative fluid input on (B)(6) 2021 required an indwelling vein indwelling needle, and the catheter was sealed with a prefilled catheter irrigator. In the process of using the prefilled catheter irrigator, it was found that there was damage, which increased the risk to the nursing staff and caused the patient's dissatisfaction.